Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) test strip. UDI# (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from fasting back to back blood tests of 89 and 176 mg/dl. Customer is a recent diabetic and does not have a set fasting range as of yet. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer as customer was not present at the time of call. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date 12/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with 89 and 176 mg/dl fasting erratic results obtained.